Manufacturer narrative:
Customer complaint of disconnect between cannula and connector was confirmed. Device was returned with visible traces of blood and examined in the biohazard area of the lab. As received, the connector of the returned cannula was easily disconnected from the cannula body. The connector appeared to have adhesive marks. No other visual damage, contamination, or other abnormalities were found on product. These cannulae are used to divert large volumes of blood from the heart to the cardiopulmonary bypass machine during cardiac surgery procedures. If not detected prior to use, the bypass machine may alarm for decreased flow. A partial or complete separation will require exchange of the cannula, temporary interruption of bypass, and in a worst case scenario retrieval of the device fragment. Depending on the location of the fracture/separation, it may also result in significant blood loss. In this case, although the reported event was confirmed, the investigation could not conclusively determine the root cause. The instructions for use (IFU) warns, ¿attach and manipulate cannula in such a manner as to prevent kinks or any restrictions that may compromise product performance.¿ additionally, users are directed to, ¿visually examine the quickdraw venous cannula, introducer(s), and components. Do not use if device shows signs of damage (i.e., cuts, kinks, crushed areas), or if package is damaged or open.¿ the device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The subject device has not been returned for evaluation. Therefore, the reported event cannot be confirmed. The root cause of this event cannot be determined at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a qd22 cannula was used clinically and the tubing disconnected from the connector. No additional information provided.